Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker went from one and a half year to 3 months remaining in a span of 6 months. A request was made to have the data analyzed for premature battery depletion. Data analysis confirmed that the battery voltage has been decreasing faster than expected. This appears to be a malfunction. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker went from one and a half year to 3 months remaining in a span of 6 months. A request was made to have the data analyzed for premature battery depletion. Data analysis confirmed that the battery voltage has been decreasing faster than expected. This appears to be a malfunction. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.